Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During preparation for a pulsed field ablation procedure to treat a persistent atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. When the catheter was connected for flushing, a fluid leak on the valve connected to the catheter was noted. The catheter was replaced with a new catheter, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.